Manufacturer narrative:
Device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The screws were broken below the screw head. When examining the fracture surface by scanning electron microscope, the initial fracture areas and the fracture behavior were identified. Patterns of ripples or fatigue striations were observed at the crack propagation front. The striation represents the successive position of an advancing crack front. These presence of these striations is a clear indication of a fatigue process. Furthermore the topography of the fracture surfaces showed a mixed fracture with structural breakage appearance and fatigue striations. Observations and findings showed that the implant failure was caused by fatigue and overload. No product fault could be detected.

Manufacturer narrative:
Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn.

Event description:
Pt implanted with a matrximandible recon plate on an unk date. The plate and 2 screws broke postoperatively and pt underwent revision surgery on an unk date. Reportedly. There was no extended use or excessive stress by pt. This report is #2 of 3 for the same event.